Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing a dizzy spell. Far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. This did not appear to affect device function other than frequent mode switches. The lead remains in use. No further patient complications have been reported as a result of this event.